Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a uti starting when she was implanted on (B)(6) 2016. She had one more day of medication but was still having significant leakage. The infection was confirmed and she was given the oral antibiotics from her doctor. Additional information received from the consumer reported that her implantable neurostimulator had been successful but she had some relapses. She had some leaks where she did not make it to the bathroom. Her improvement was reportedly 50% or better. The patient did not feel stimulation but therapy was on.